Manufacturer narrative:
Device evaluation: the product was returned and investigated on 19-sep-2018 with the following findings. The battery compartment was cracked above the bumper pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.